Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.50/2.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6)2023. The lens tore during injection/delivery into the eye. The lens was implanted, removed, and replaced intraoperatively on (B)(6)2023. Problem resolved. Cause of the event is reported as device. Reportedly, patient is happy.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).